Event description:
Information was received that this smiths medfusion 3500 pump motor was not running. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.